Event description:
It was reported that during the implant procedure the tip of the lead was bent during placement due to patient anatomy. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor was extrinsically distorted due to kinking/buckling. It was also noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).